Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident twinfix screwdriver blade could be confirmed. The visual investigation of the inner blade revealed that a part of the hexagon is broken off at the tip area but not returned. The fracture surface shows the appearance of a ductile forced rupture. Moreover, secondary cracks at the inside of the cannulation are visible resulting from torsional overload. Furthermore, residues can be found on the device resulting in corrosion pits and the formation of an intercrystalline structure. Based on the investigation the root cause of the reported event was attributed to a user related handling issue. The determined breakage and secondary cracks of the inner blade at the hexagon tip have been caused by too high torsional forces during application, whereas insufficient cleaning caused corrosion of the device, which might has contributed to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
The or manager reported to our sales rep, that during a medical procedure, the screwdriver fractured and tightening of the screw was difficult. Another screwdriver was available to complete the surgery. No delay or adverse consequences for the patient.

Event description:
The or manager reported to our sales rep, that during a medical procedure, the screwdriver fractured and tightening of the screw was difficult. Another screwdriver was available to complete the surgery. No delay or adverse consequences for the patient.